Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. The pump also had moisture damage on the motor assembly. Unable to perform the self test, displacement, operating currents measurement or off no power tests due to the blank display. Unable to confirm the off no power alarms/anomalies, audio anomalies or display anomalies due to the blank display. The pump also had minor scratches on the lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump shut off. The numbers and settings were blurred. If the customer pressed the act button, the insulin pump made an alarm sound. The black screen did not disappear. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.